Event description:
It was reported that the customer was hospitalized due to high blood glucose of 650mg/dl. It was stated that the customer was feeling dizzy and was vomiting. The customer was disconnected from the insulin pump and treated with manual injections. Troubleshooting was declined as the caller fell uncomfortable and requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.